Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 94 mg/dl. The customer was treated for her low blood glucose readings with chips and orange juice. The customer stated that she uploaded the insulin in the pump and noticed the bars. The customer stated that after she changed her reservoir, she checked the icon and it showed no lines on the icon and it delivered insulin into her body. The customer stated that she perceived cause of the low blood glucose readings may be the 6 units that were delivered into her body. The customer was advised to check the insulin type. The customer stated that the insulin type was u100. The customer was assisted with a self-test. The customer stated that the self-test passed. The customer was advised to contact her health care provider regarding her low blood glucose readings.